Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant was removed due to pain at the implant site.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. No apparent signs of malfunction was identified. The device could not be functionally tested for the reported failure of pain. No pre-existing conditions were noted on the product experience report (per) the patient was reported to have moderate density (type ii) bone. The reported devices had been placed on tooth #30 for approximately 1 month. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes.